Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter: occurred during a roux-en-y gastric bypass surgery. The surgeon said that firing started before green ready to fire bottom pressed and then no further firing would happen. The device was fired on the jejunum where poor and partially fixed staple formation was produced. When the scrub nurse was asked she stated that device had not been cycled to ensure correct loading. A new device was used to complete the case. Patient status is alive, no injury.